Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd plastipak¿ syringe was found with foreign material as a nurse reported an ¿unknown particle on the inside the syringe. ¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Bd received two pictures for in support of the customer¿s complaint for this investigation. On visual inspection of the two pictures received, it can be observed brown foreign matter inside the syringe. The composition of this foreign matter cannot be appreciated in the pictures. Ten retained samples of 20ll lot 1612208p are evaluated. On visual inspection of these ten retained samples, no foreign matter or molding defect can be observed in any of them. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was unable to confirm the customer¿s indicated failure mode. Unable to determine a root cause.